Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to clinic with high, out of range high voltage lead impedance. Lead fractured was suspected. The lead was explanted and replaced.